Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined a drawer malfunction. A field service engineer effectively seated cable properly on both drawers rebooted device and drawers to resolve the issue. The system functioned as intended after the field service engineer verified the device. A technical support specialist confirmed that there was a delay in dispensing medication to the patients.

Event description:
It was reported that when using the pyxis medstation es system, had a failure of multiple drawers not detected on the bus a customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.